Event description:
The manufacturer received a voluntary medwatch (mw5104932) in which it was alleged that headaches, recurrent sinus infections, chest pressure, cough, eye and skin irritation, bladder and kidney issues, fatigue, sleep apnea. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, recurrent sinus infections, chest pressure, cough, eye and skin irritation, bladder and kidney issues, fatigue, sleep apnea. Related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In the previous MDR,section a1, h1 was not captured and now has been correctly updated. G3 was incorrect, date should be - (31-july-2021). Section h6 updated in this report.

Manufacturer narrative:
In the previous report, section h10 was incorrect; the correct should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received voluntary medwatch (mw5104932) in which it was alleged that headaches, recurrent sinus infections, chest pressure, cough, eye and skin irritation, bladder and kidney issues, fatigue, and sleep apnea. Related to a CPAP device's sound abatement foam. The medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.